Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This report pertains to one of three different hydratome devices used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire has snapped while using inside the patient. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire has snapped while using inside the patient. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 1069 captures the reportable event of wire broke. Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. It was found during investigation that the cutting wire was broken and blackened. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. Block h11: correction to block b3, block b5, block d4 (lot number, expiration date), and h4